Manufacturer narrative:
(B)(4). The xience pro is currently not commercially available in the us. The product code listed and the PMA# are based on the predicate device (xience v) and is therefore similar to a device sold in the us. There was no reported device malfunction and the product was not returned. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Dissection is listed in the xience pro everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency.

Event description:
It was reported that the procedure was to treat a mildly tortuous and heavily calcified mid circumflex artery. When deploying a 3.0 x 18 mm xience pro stent, a dissection occurred. Another xience pro stent was used to treat the dissection. The patient is doing fine. There was no clinically significant delay in the procedure. No additional information was provided.